Event description:
A user facility reported to olympus that a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Added d8, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, error b30 likely occurred due to moisture in the scope connector. However, the device was not returned for evaluation and therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. The likely cause of the reported problem was attributed to "moisture" found in the connectors of 2 endoscopes. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The problem, as reported to olympus, was identified during preparation for use.